Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced facial nerve stimulation with the device. Reprogramming attempts were made; however the issue could be resolved. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another device during the same surgery.